Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was found unconscious and the paramedics treated the customer with an injection of d50. The customer regained consciousness and delivered boluses of insulin along with setting a temp rate to manage the low blood glucose (bg) level. The customer thought the bg was 20 mg/dl and may have been due to the pump settings. Due to an overcorrection, the customer's bg elevated to 500 mg/dl and soda was consumed to address the high bg level. The customer was not admitted to the hospital and was stable after the treatment from the paramedics.